Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Functional evaluation was performed by attaching the device into an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the proximal section of the balloon. The reported event was confirmed. The pinhole problem is likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, resulting in the found failure of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic esophageal dilatation procedure performed in the esophagus on (B)(6) 2022. During the procedure, balloon inflation was attempted however, it could not be inflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of balloon pinhole used in the esophagus.